Manufacturer narrative:
Type of investigation not yet determined: a supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) has non charging batteries. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device (10) a getinge field service engineer (fse) evaluated the iabp and found that the cart had not been installed correctly into the trolley, the machine would not charge the batteries. The fse found no fault and found it to be user error. The customer pointed out that there was impact damage to the screen cover and needed to be repaired. The fse replaced the display top cover assy with tape kit and the display hinges. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) has non charging batteries. It is unknown under which circumstances the event occurred; however there was no patient involvement and no adverse event was reported.

Manufacturer narrative:
Additional information: e1(event site telephone: (B)(6) h3 other text : user resolved the issue